Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump was stuck in rewind during priming. Customer changed reservoir and insfusion set and was able to rewind. Customer's blood glucose was 500 mg/dl. Customer declined troubleshooting for high blood glucose.